Event description:
A retrospective review of programming and diagnostic data was performed that identified 1,131 high impedance events. 1,201 total events were initially identified and reported as part of a retrospective summary reporting request (rsr e2013044), but 70 of the events were later confirmed to be invalid events, results obtained for non-implanted devices used for training purposes, or results obtained for devices used in animal studies that are not representative of failures associated with products used in humans in accordance with approved labeling. 2 of these events were reported on individual medwatch (medwatch #1644487-2013-03423,1644487-2013-03803) reports prior to this rsr submission. (B)(4). These events represent instances where high impedance was observed during diagnostic testing. No serious injuries have been reported associated with these events.

Manufacturer narrative:
Retrospective summary report exemption number e2013044. An 1,108 total events summarized within this report for high impedance. Cyberonics made a commitment to FDA as a systemic action associated with a 2012 FDA inspection (fei number 1000117004) to retrospectively review all existing data in an internal programming history database (phd), which houses device programming and diagnostic data for patients, to identify and confirm MDR reportable events that had never been previously identified or reported to cyberonics by customers. These items were identified through that retrospective review.